Event description:
My daughter has been using complete moisture plus over the past month. She has had eye irritation several times. At first, we thought it was perhaps due to new eye make-up, but now, we believe it was due to the solution. She has discontinued the product. Her symptoms were what is posted on the web site. The irritation went away after her contacts had been taken out.